Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain,pain pelvic"), abdominal pain ("pain abdominal"), dysmenorrhoea ("dysmenorrhea(cramping),chronic"), metrorrhagia ("metrorrhagia (bleeding between periods)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery ((hysterectomy full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : following events were added ; pain abdominal, dysmenorrhea(cramping), metrorrhagia (bleeding between periods), menorrhagia(heavy menstrual bleeding).outcome of pelvic pain was changed from unknown to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.